Event description:
Received information from another country. Patient reportedly was fit with 1-day acuvue after having previously wearing a 1 month replacement daily wear lens. The patient presented with a corneal ulcer os which was cultured positive for staph aureus. The patient followed up with the ophthalmologist in 2008. Exam results va of 6/6 (20/20) and a scar under the left pupil. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn.